Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent unspecified breast surgery with unknown size unknown gel implants textured on both sides and experienced left side breast implant rupture postoperatively. As a result, the patient underwent bilateral explantation and replacement with catalog number 3502375; serial number (B)(4) on the left side, and with catalog number 3502375; serial number (B)(4) on the right side on (B)(6) 2022.

Manufacturer narrative:
On june 1, 2022, mentor became aware that the impacted device is unknown saline. Hence the following fields have been updated on this form: field d1 for brand name has been updated to "unknown saline implants textured" field d2a common device name has been updated to "prosthesis, breast, inflatable, internal, saline". Field 2b procode has been updated to "fwm". Field d4 for catalog number has been updated to "unk_saline implants textured". Field g4 for PMA/ 510(k) has been updated to "p990075". Reason for device explant and/or reoperation: left deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 6, 2022, the mentor failure analysis lab received the device for evaluation. On june 20, 2022, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the saline 275cc breast implant was found to be ruptured. Additionally, an area of shell wear was observed on the edge of the tear. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell wear suggests in-vivo folding or creasing of the device. This may be the result of the continuous and sustained stresses of the device. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).